Event description:
Additional information was received that the device meets or exceeds 75% expected longevity. There is no device malfunction. Device is no longer reportable.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention may occur in the future to address the issue.